Event description:
During a clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. Provocative testing was performed, but no further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that a right ventricular (rv) lead fracture was alleged but was unable to be confirmed. Additionally, the rv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.